Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the dissector had issue. Photo observation showed that there was a wire protruding at the jaw liner side. Not sure if the material is from sonisicion or trokar. No chance to get it out. No medical or surgical intervention was needed to prevent impairment of a function. The event did not lead to extended hospitalization.

Event description:
According to the reporter during laparoscopic sleeve resection, the dissector had issue. Photo observation showed that there was a wire protruding at the jaw liner side. Not sure if the material is from sonisicion or trokar. No chance to get it out. The part was so small that it can¿t be seen macroscopically (with eyes) only laparoscopic on the monitor, and can¿t remove from the patient body but the surgeon thinks, that is plastic from the applied trokar. Procedure was continued and completed the procedure- as normal. No medical or surgical intervention was needed to prevent impairment of a function. The event did not lead to extended hospitalization. There was no x-ray performed. There was no any additional medical procedure needed to remove the piece from the patient.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the device in surgery with wire attached to the jaws of the device. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.